Manufacturer narrative:
This is the same event 3010536692-2016-00579. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis, painful hip with elevated iron levels. (Left).